Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 256mg/dl, 372 mg/dl, 134mg/dl and 135mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.